Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, drawer 1.2 would eject the entire pocket when removing individual doses. The customer reported that a malfunction took place during patient workflow. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer attempted a remote fix prior to the start of procedures, but the attempt was unsuccessful. Then troubleshot the station onsite by isolating the drawers to identify the failure and removed and reseated the drawer connections, cleaned the controller sensor, and cleaned the ladder tray. Then rebooted the station and successfully recovered the storage space. The system functioned as intended after the field service engineer repaired the device.